Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced a low blood glucose of 64 during the night, after which he ingested oral glucose in the form of soda and his glucose stabilized, with the cause of the hypoglycemia unclear. Symptoms included hypoglycemia with associated sleepiness or drowsiness. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no findings, with insufficient information to identify a medical device problem or a specific device component involved. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.